Manufacturer narrative:
Findings: unit had intermittent button response due to corroded keypad trace. No unexpected battery out limit alarms noted. Inspect the pump and no trace of moisture damage found on the electronic/motor assembly. Cracked case all corners of display window, cracked battery tube threads and scratched on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 162 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.